Event description:
The account alleged the nursing staff was at the desk and heard a crash. They proceed to the pt room and found him on the floor. The staff stated they thought the exit alarm was set to exiting. Staff stated the alarm lights were off and no alarm was sounding. The pt was x-rayed and given pain medication for a broken hip. Pt has dementia.

Manufacturer narrative:
The tech inspected the bed and found that it operates as designed. The bed exit armed, stayed armed during testing. The tech replaced the scale board and sent it back for investigation.